Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05332. The pt received his scs system on (B)(6) 2009 including an ipg and two lead extensions (from the same lot). On (B)(6) 2011, the pt underwent a surgical procedure to relocate the ipg. The ipg experienced caudal migration from the pt gaining weight, and from the pt's belt pushing on the ipg. As the pt's doctor was removing the ipg from the pocket, he noticed that one of the extensions was partially disconnected from the ipg. Then he noticed that the first contact of the disconnected extension was missing. The contact was determined to be inside the ipg header and could not be retrieved. It was undetermined how the extension was damaged, but allegedly it happened when the doctor removed the ipg from the pt's pocket. As a result, the doctor explanted and replaced the ipg and both lead extensions. The pt received stimulation post-op.

Manufacturer narrative:
Evaluation: results: both lead extensions were received complete. One of the terminal end electrodes was missing from one of the lead extensions. The headers of both extensions were in good condition. Continuity testing was performed to analyze the channels resistance and to verify the insulation characteristics between channels. Lead extension "a" failed continuity due to the missing terminal end electrode that was found in the header of the ipg, also failing due to a channel 8 broken wire. Lead extension "b" failed continuity due to a channel 1 broken wire at the terminal end. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.